Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor pujritan bennett customer support engineer (cse) verified the malfunction in the memory, but the cse was not able to duplicate the problem.. The cse inspected the device and replaced the inspiratory pcb as precautionary action. The unit passed extended self testing.